Manufacturer narrative:
Meter powered on with button depression and with insertion of both strips. 'Out-of-box failure' was not observed. Meter did turn on the first time it was powered on. Brand new battery was used for testing. The complaint is not confirmed.

Event description:
A customer's son reported customer's freestyle lite blood glucose meter would not turn on when the button was pressed or with test strip insertion, the first time he attempted to use it. Caller further reported that on (B)(6), 2011 due to not being able to test customer experienced anxiety, was "upset" and subsequently lost consciousness and had a seizure. No third-party emergent medical intervention was reported. Customer self-treated with 20 units of humulin insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the test strips the customer was attempting to use expired in may, 2011.